Event description:
A discordant sodium result was obtained on an advia 2400 for one pt. The result was not reported to the healthcare provider. The pt sample was repeated on a third party external blood gas instrument and the corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens technical service rep contacted the customer and requested the customer perform an ise maintenance, re-calibrate the system, run qc's, repeat precision tests and replace the sodium electrode. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.